Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device was unsuccessful despite extensive troubleshooting efforts. The caller stated the device is situated more posterior. An x-ray confirmed the device was in the same location as implant. A successful patient initiated interrogation (pii) was performed after the patient went home. A boston scientific technical services consultant reviewed the device data and did not identify any stored episodes, alerts or device status indicators. The battery is at 99% and the presenting s-ECG showed normal sensing. No adverse patient effects were reported.